Manufacturer narrative:
As received, a partial lead was returned in three pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures. Visual inspection of the lead found that all damages were consistent with that occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference numbers: 2017865-2017-00405. During a follow-up, there was noise on the right ventricular lead and the patient was experiencing palpitations. During the replacement procedure, lead damage was confirmed on the right ventricular and the right atrial leads. Both leads were replaced and the patient was stable.